Manufacturer narrative:
(B)(4).

Event description:
It was further provided via the representative that this was a pain patient who reported high and increased pain on the visual analog scale (vas). Specifically after the pump started to alarm there was no pain relief to which the pump motor stall occurred. Of note, the pump being implanted a few months ago and the patient never reported a big difference on the pain relief. The patient was kept with high oral medication to try to avoid the bad results of the ¿tdd.¿ the patient was ¿referring the sexy diary effects of the oral medication,¿ but under control still with no reduce of the pain in the vas. The physician made a new refill and programming of the pump from zero. He took out the bupivacaine and put in only morphine. They were to do a catheter test through the catheter port, a motor test with a fluoroscopy and a 0.01ml bolus to see if the rotor was working. The cause of the issue was unknown and had not been resolved. The morphine concentration was 5.0 mg/ml with a dose of 1.1985 mg/day and the bupivacaine has a concentration of 2.5 mg/ml at a dose of 0.5992 mg/day. At some point the bolus dose was noted as with morphine 5.0 mg/ml, 2.5980 mg and 1.3000 mg/day and the bupivacaine of 2.5 mg/ml, 1.2990 mg and 0.6500 mg/day. The dose of the morphine now being delivered was 1.3mg/day. Clarification was requested to the diary effects comment, troubleshooting results, resolution, and patient outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8583, lot# n501049, product type: accessory. (B)(4).

Event description:
It was reported that the pump was defective as a motor stall occurred. The physician programmer noted a stopped pump period may exceed tube set occurred. Actions in the event included calling for support but the pump still was not functioning. The drug was removed completely from the pump and refilled with 40 cc of morphine. The pump was reprogrammed based on the new drug strength but the problem still persisted. The pump continued sending the alarm each other on friday and saturday. There was no injury to the patient. However, the patient had pain and still was experiencing pain. The pump system remained implanted. This device system delivered morphine and bupivacaine. Additional information was requested to clarify further diagnostics or troubleshooting, further actions and/or interventions, resolution, and patient outcome. Should additional information be received a supplemental report will be filed.

Event description:
It was further clarified that the "sexy diary effects" was meant to be "side diary effects" of the oral medication. The results of the troubleshooting were noted that the rotor moved normally, (60 decrees in the equilateral triangle) in the rotor pump. It was assumed the test had done during the week of (B)(6). The exact date was not remembered. The device issue and symptoms have not been resolved. The patient was still under pain, poorly controlled with oral medication, and the pump was still with the alarm. There was report that the patient was upset. Additional information was requested to clarify if the patient had required hospitalization and if surgical intervention or a replacement procedure was scheduled or planned. Should additional information be received a supplemental report will be filed.

Event description:
The representative later reported that the patient did not require hospitalization but he had to go several times to control his pain. There was no surgical intervention, pump replacement scheduled and/or planned. Should additional information be received a supplemental report will be filed.